Event description:
Reporter indicated that a pt's vns device was explanted due to lack of efficacy.

Manufacturer narrative:
(B)(4). Additional information: according to the device event history, failure code 16:336 occurred on (B)(6), 2010 and not the customer reported occurrence date of (B)(6), 2010. Additionally, the failure code 16:336 occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 16:336, however the root cause could not be determined. The user interface module was replaced as a precaution. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump which experienced failure code 16:336. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. The user interface module master software version is (B)(4), which is classified as unremediated. No additional information is available.